Event description:
3-d matrix purastat spray catheter lot# m230925311, ref# (B)(6) adapter applied to purastat gel syringe and spray catheter and purastat gel injected into catheter syringe then disconnected and filled with air as IFU instructs. After syringe applied back onto spray catheter to deliver the gel from the catheter it was found to have no gel expelling catheter. Upon further examination it appeared that blue connection port on spray catheter was cracked which kept the product from dispensing.